Manufacturer narrative:
(B)(4). Siemens completed the technical investigation of the reported event. A software defect was identified with software version vb10a. A workaround has been identified and will be communicated via customer letter to avoid future occurrences until a technical fix becomes available. The technical fix will be available with software version vb20a which is expected to be available in the 4th quarter of 2019. This action will be formally reported to the FDA as a voluntary correction and removal action once the complete information becomes available. (B)(6).

Event description:
It was reported to siemens that during a cardiac scan of a (B)(6) child a technical problem occurred with the somatom force system. The somatom force system had to be restarted to complete the exam. The patient was anesthetized and received a medication to control heartrate (beta-blocker medication - esmolol). The hospital had to prolong the anesthesia to administer the extra dose of esmolol and complete the exam. The patient received an additional x-ray dose during the rescan. According to the hospital, there were no negative consequences to the patient's health due to the reported event. This event has been reported with an abundance of caution. The reported event occurred in (B)(6).